Event description:
New information received stated that programming changes have been completed 24jun2019, and issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin at home transmission. Upon review, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular lead. Programming changes were discussed but not made. Patient condition was stable.